Event description:
Procedure performed: fundoplication. Event description: after incision, the trocar was placed in the abdominal wall with light pressure and turning as recommended. At the end of the surgery by removing the trocars, the surgeon detected that the trocar was broken. The missing part was immediately searched for, but without success. It is still in the abdominal cavity. So far, no indicators for injury, no symptoms until today. Additional information was received by an applied medical representative via email on 18oct24: it was confirmed it was cannula that broke off. Additional information was received by an applied medical representative via email on 18oct24: confirmed it was the tip of the cannula that broke. It was not used with a robot. There were no instruments inside of the cannula at the time of incident. Additional information was received by an applied medical representative via email on 30dec24: the tm had been in contact with the leading nurse before christmas regarding patient status. They indicated the patient did not show up again and they did not receive communication from after the treatment positions i.e. Family doctor. They assumed everything is alright. Patient status updated. Type of intervention: the missing part was immediately searched for, but without success. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation visual inspection confirmed the complainant¿s experience of a cannula tip fracture. Based on the condition of the returned unit, it is likely that the cannula tip fractured was due to instrumentation coming into contact with the tip and/or excess force was exerted on the tip during the procedure. It is also possible that the cannula tip material was more susceptible to fracture. A historical trend analysis and review of production records was performed and no relevant documentation was identified. [Correction] updated section d1. Brand name and d4. Primary unique device identification (UDI) number.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: fundoplication. Event description: after incision, the trocar was placed in the abdominal wall with light pressure and turning as recommended. At the end of the surgery by removing the trocars, the surgeon detected that the trocar was broken. The missing part was immediately searched for, but without success. It is still in the abdominal cavity. So far no indicators for injury, no symptoms until today. Additional information was received by an applied medical representative via email on 18oct24: it was confirmed it was cannula that broke off. Additional information was received by an applied medical representative via email on 18oct24: confirmed it was the tip of the cannula that broke. It was not used with a robot. There were no instruments inside of the cannula at the time of incident. Type of intervention: the missing part was immediately searched for, but without success. Patient status: so far no indicators for injury.